Event description:
The customer reported: "during surgery when the doctor would switch between fluid and air (with the foot switch), no air came into the tubing. First they changed all the tubings, but that didn't help, and then they changed the cassette. That one worked just fine. This was a very dangerous situation because they were in the middle of the procedure and the pt was awake (no anesthesia)." No pt harm was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).